Manufacturer narrative:
B5 - cloudy vision was reported. (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced asc and flat vault. Lens remains implanted. Cause of the event was not reported.